Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. The patient reported poor coupling. The patient called to request the sales rep info as they wanted to meet with them. The patient stated that they had problems in the past, but have lost the reps card. The patient stated that they are having recharging trouble and "sometimes it won't come on and sometimes loses coupling boxes'. The patient stated that the boxes will work their way down until there is nothing left. The patient also reported that they had pain at the top of the implant site and the pain is worse when recharging. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.